Event description:
Angiography taken after the successful embolization of an anterior communicating artery aneurysm near the a1-a2 junction, noted a small loop from one of the five coils placed was protruding in to the parent vessel "at the level of the left a1-a2 junction". This did not interfere with the blood flow of the parent vessel. The pre and post procedure, pt neurological assessment showed a modified rankin scale of 2 and a hunt and hess of ii.

Manufacturer narrative:
The coil prolapse was not noted until the final angiogram was taken; therefore, it cannot be determined which coil had prolapsed. The MFR has been provided with the batch numbers for all the coils.